Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 216 mg/dl and 202 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 216 mg/dl and 202 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 02/13/2017. The meter memory was reviewed for previous test result history: the 165mg/dl (B)(6) 2017 09:08 am fasting:yes, the 173mg/dl (B)(6) 2017 07:52 am fasting:yes, the 165mg/dl (B)(6) 2017 07:57 am fasting:yes, the 149mg/dl (B)(6) 2017 07:56 am fasting:yes, the 132mg/dl (B)(6) 2017 08:59 am fasting:yes, memory concerns:245 mg/dl.